Event description:
It was reported that during an afib procedure, the patient experienced pericardial effusion that required pericardial puncture and extended hospitalization for one day. But at one point the catheter did not start ablation, due to missing cooling. The physician checked catheter placement with x-ray and observed a double loop. After releasing two loops the physician continued ablation without any problem. At the end of the procedure, several minutes after last ablation the blood pressure felt down all of a sudden and a pericardial effusion could be seen on x-ray. A transseptal puncture was performed with sjm transseptal needle (brk) and with sjm sheaths. The physician¿s opinion on the cause of this adverse event was related to the patient¿s condition and procedure.

Manufacturer narrative:
(B)(4) it was reported that when the physician checked the catheter placement with x-ray a double loop was seen in the atrium with the rmt ablation catheter. After removing the two loops and getting to the desired spot again ablation worked fine and without any problem. At the end of the procedure, several minutes after last ablation but with ablation catheter and lasso in place the blood pressure felt down all of a sudden and a pericardial effusion could be seen on x-ray. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).